Event description:
New information states the patient condition was fine post procedure.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during the implant procedure, the guidewire was unable to advance pass the lead. The lead was not implanted. No patient symptoms were reported.